Event description:
It was reported that when the clinician was priming the tubing, they noticed a floater in the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the clinician was priming the tubing, they noticed a floater in the tubing.

Event description:
It was reported that when the clinician was priming the tubing, they noticed a floater in the tubing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . A potential root cause for this failure could be " no follow up to good manufacturing practices. " the device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.